Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had no medical history of allergies or associated risk factors for this procedure. The physician used one venaseal device to treat the great saphenous and short saphenous vein under local anesthetic using transducer compression and the physicians fingers caudal to the ultrasound probe. There were no deviations from the IFU during the procedure and the catheter tip was placed 5cm caudal to the sfj. The veins were successfully closed. It was reported that five days post procedure, the patient presented with signs of hypersensitivity (redness and itchiness) up the vein tract, on the torso and on the opposite leg and buttock. The patient was treated with prednisone in the form of a dose pack as well as benadryl. Event is reported to be resolved.